Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported the patient was recovering from the peritonitis. It was reported that discontinuing reason was "complete 12 month follow up." No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not unknown. It was not reported if the patient was hospitalized for the event. There was no report of antibiotic treatment. It was reported that the peritonitis "ended" after 15 days from diagnosis. Pd therapy was ongoing. No additional information is available.